Event description:
Hcp reported the pt presented with signs of an infection of the device pocket 2003. These included redness, and pocket erosion. The pt was treated with oral antibiotics and total device system explant the following month. The pt did not have meningitis. It was reported the infection has resolved.